Manufacturer narrative:
The patient was born in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis and was hospitalized for the event. The breach was due to the patient's error (not further specified). Treatment for the event and the patient outcome were not reported. Action taken with pd therapy was not reported. Additional information is not available.

Manufacturer narrative:
Upon follow up, it was reported the unspecified antibiotic treatment was discontinued seven days prior to receipt of this report and the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.